Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after the device was dropped during tennis, resulting in a delaminated and nonfunctional display while insulin delivery continued. Symptoms included no adverse clinical effects and no changes in blood glucose as reported by the caregiver. Outcomes included temporary interruption of user access to meal announcements and loss of water ingress protection, with the user transitioning to an alternate pump until a replacement was obtained. Investigation included a review of the device history, evaluation of returned device, and complaint handling assessment. Investigation of this case revealed physical damage to the screen assembly and separation of internal display ribbons after the user attempted to reseat them, consistent with user-induced damage. It was concluded that the device sustained damage from impact and subsequent disassembly attempts, which voided water resistance, while basal insulin delivery remained functional.